Event description:
Customer alleged that the entertainment power cable has pulled away from the junction box exposing bare metal wires within the cable. He stated that there were no injuries and a patient was not in the bed. He alleged that the bed was being used in an ICU unit. He didn't have the s/n of the bed. He will be ordering a replacement entertainment power cable for this bed.